Event description:
It was reported that the insulin pump had an unresponsive keypad and scrolling numbers during a bolus attempt. The blood glucose reading was 362 mg/dl. No significant events leading to the keypad issues were observed; the customer stated that she had been at the lake but that the device had not been submerged. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping anomaly or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corners, and a cracked reservoir tube lip.